Event description:
Event description guidant received information that no pacing output could be obtained with the vector selector when set rv tip to rv coil. It was further reported that the black pacing threshold cable became lodged. The cable had to be cut to be removed.